Event description:
This pt was lost to f/u immediately after implant, 4 yrs ago. A month ago the pt presented to the ER, was 100% dependent on the pacemaker and had intermittent capture, from what was later discovered to be a cracked v lead. Output for the v lead was turned up (5.2v@1.5ms) per the doctor's orders, which was the lowest pulse width and amplitude that seemed to give the least frequent amount of non-capture pauses possible, until a lead revision could be done. This device has been capped and replaced.